Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was caused by the power conversion enclosure. To restore functionality, the enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: bi71000860, serial/lot #: rev9, s/n: (B)(4). Product ID: bi71000861, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the power conversion enclosure was defective. It was reported that the fans were still on when the system was off and the umbilical was disconnected. The system was still working fine, but it was noted that the batteries were at risk to be drained very quickly. No patient was present. The next action was to replace the power enclosure and power tray. Additional information was received. It was reported that the issue occurred during a planned maintenance (pm).